Manufacturer narrative:
The hardware investigation found that the reported event was related to a hardware issue. Visual and mechanical inspection confirmed that the threads on the tightening screw were damaged and not allowing the clamp to tighten. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative received a report from a site that the screw on their open spine clamp was stripped. Confirmed the issue was discovered during instrument inspection and not clinically. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.